Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient complained about two infusion sets that were dislodged from the tissue during use as the infusion set cannula had blood in the cannula when he removed due to bg rising. Site of insertion was abdomen. Infusion sets were in use for 6 hours. Patient's blood glucose was reported as high. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.